Event description:
Patient's meter was reading inaccurately high. Patient reported that on one occasion they had passed out and on another occasion they had obtained a blood glucose reading of "20 mg/dl from taking too much insulin based on allegedly high readings. No time and dates were provided. Patient also reported being taken to the emergency room and being treated with an IV source (unknown). It is unknown why and if they were admitted to the hospital. Patient reported performing a comparison test between their back up meter and the reported meter (date unknown). They obtained a "265 mg/dl" on their back up meter and a "427 mg/dl" on their reported meter within 10 minutes (invalid comparison). Patient realized that their hematocrit level (25-30%) was outside the recommended level for the reported meter (30-55%) after experiencing the adverse events. Patient reported that they were calling lfs to merely find out if there was another meter that would accommodate their hematocrit level. The customer service representative walked patient through a control solution test, which fell outside the accepted range. The owner's manual states that a second control solution test should be peformed if the first test fails. In this case, the meter is being reported due to the fact that the patient did suffer an adverse event due to user error and the meter failed the control solution test. Medical affairs specialist mailed a letter after an unsuccessful phone call attempt.